Event description:
The following has been reported: consistently says air when no there is no air and close line when the line is closed. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.